Event description:
Reporter stated that a male, patient, came in through their facility emergency department in the beginning of (B)(6) 2010 (specific day unknown). The patient was very aggressive and violent. Therefore, they called their security staff, which included the supervisor and two others to restrain the patient. Security applied the restraints to the patient. After the restraints were applied, the patient broke the outer clasp of the wrist restraint. Reporter claims that their investigation shows the restraints were applied to the patient correctly. There was no patient / staff incident or injury reported.

Manufacturer narrative:
(B)(4). Restraint clasp broke. Product was requested to be returned for evaluation and has not been received. (B)(4).